Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that one day post xact stent implantation in the left internal carotid artery, the patient experienced a cerebrovascular accident in the right midline pontine with diplopia. Treatment included continuation of aspirin, clopidogrel and prolonged hospitalization. The patient's condition is continuing but improved. The patient was discharged home five days post procedure. Though requested, no additional information was provided.